Event description:
A pregnant female who was receiving celexa & meperidine experienced a grand mal seizure, arrhythmia, lethargy, & possible drug interaction between celexa & meperidine following child birth, while the device was in use. The pt was taking 20mg celexa daily when they6 entered the hosp for a prescheduled c-section in 2003. This was the last day they took celexa. The pt had a normal non-eventful pregnancy. In 2003 they had a successful c-section. At 4:45pm on that day, following delivery, meperidine was started via pca pump with unspecified settings. From 4:45 pm on that day to 8:00am on the following day the pt reportedly received 600mg of meperidine. The meperidine was stopped due to lethargy & pt was given narcan. They then "pepped up" & were functioning normally & interacted with the baby. Later, on the afternoon the following day, they experienced a grand mal seizure with subsequent arrhythmia. Pt was "loaded" with dilantin & transferred to ICU for observation. They were later transfered back to labor & delivery when no sequelae occurred. The arrhythmia & grand mal seizure resolved & the pt was placed on dilantin. The rph feels the pt may have been given enough meperidine to cause lethargy. The narcan worked to wake the pt up, but when it wore off, the meperidine redistributed itself & could have caused the seizure. The physician taking care of the pt couldn't rule out a drug interaction between the celexa & meperidine. No additional info was available.